Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that there were no visual defects. Functional analysis was performed, the balloon was inflated, and a leak was found due to a pinhole located at the proximal shoulder of the balloon. The most probable root cause is manufacturing deficiency, as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation to address this issue has been completed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during a lithotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking liquid. Reportedly, the balloon was removed from the scope and the balloon was noted to have ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during a lithotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking liquid. Reportedly, the balloon was removed from the scope and the balloon was noted to have ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.